Event description:
Patient reported "pain, and possible slow leak". This record is for the left side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported no complaint against the device. Previous report of rupture has been removed. This record is no longer reportable to the FDA. Device was explanted and discarded.

Manufacturer narrative:
There is no complaint against the device per healthcare professional. This record is no longer reportable to the FDA.